Manufacturer narrative:
The repair checklist with the returned product evaluation is currently unavailable and the investigation is being completed with the available information. A provided photo confirms the lid was broken at the hinge. The following sections were updated: b4, b5, d2, d9, e1, e2, e3, g1, g3, g6, h1, h2, h3, h6, h11. No product was returned. Review of the provided picture found the lid was broken off of the housing. Review of the device history record identified no deviations or anomalies during manufacturing review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the housing cover has broken off. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.